Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a worn upstream occlusion (uso) seal, and a peeled downstream occlusion (dso) seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The dso seal, uso seal, expulsor, and expulsor foam were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed accuracy testing. The event occurred during testing, there was no patient involvement.